Event description:
It was reported to philips that the battery needs to be replaced. There was no patient involvement. The customer worked with the technical support representative. The customer wants the battery identification so they can order a replacement. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer will order and perform replacement of battery.